Event description:
Customer states that the tumescent pump mechanism is active without pedal being depressed causing fluid to be dispensed from tubing end. No patient injury. Procedure was completed by hand injection of tumescent fluid.

Manufacturer narrative:
Tumescent pump was never returned.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
Evaluation summary: the dp 20 was returned to nouvag USA inc. Defect on foot pedal cord was noted. Defective foot pedal cord was the root cause of the dispensing of fluid without the foot pedal being pressed.